Event description:
The account alleges that after placing a needle in the right radial artery, a 0.018 wire was placed in the sheath and advanced into the right radial artery. The physician experienced some difficulty advancing the wire and the artery spasmed. Medication was administered. Upon removing the wire, it was discovered that the tip had detached. X-ray confirmed the wire tip in the radial artery. A vascular surgeon was consulted for further treatment.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.